Manufacturer narrative:
Based on our investigation, we can conclude that the drill depths of the guide align with the drill depths prescribed in the reference chart. The depth deviation observed by the doctor was likely due to improper guide seating, caused by the doctor tissue flapping the patient's entire arch, as opposed to only site #6 as was prescribed. However, the device is pending additional physical testing which has been delayed due to covid-19 precautions.

Event description:
The guide was used for implant surgery. The doctor tissue flapped the whole arch (#2 - #14), then placed the guide. She then used 3.8 mm handles and the prescribed drill lengths to perform osteotomies for all sites (#5, 6, 11, and 12), but felt that the osteotomies were not deep enough. She confirmed this by measuring the depth of the drill, and it appeared short at all sites. The doctor's assistant believes that the guide did not sit properly with the tissue flaps, and that this caused the depth discrepancies. No implants were placed, and all sites were grafted.

Manufacturer narrative:
Based on our investigation, we can conclude that the drill depths of the guide align with the drill depths prescribed in the reference chart. The depth deviation observed by the doctor was likely due to improper guide seating, caused by the doctor tissue flapping the patient's entire arch, as opposed to only site #6 as was prescribed. However, the device is pending additional physical testing which has been delayed due to covid-19 precautions. Update 03/08/2021: the drill depths of the returned guide were analyzed and all were within our acceptable tolerance range of <0.35 mm. As such, the previous conclusion that was reached is still valid.

Event description:
The guide was used for implant surgery. The doctor tissue flapped the whole arch (#2 - #14), then placed the guide. She then used 3.8 mm handles and the prescribed drill lengths to perform osteotomies for all sites (#5, 6, 11, and 12), but felt that the osteotomies were not deep enough. She confirmed this by measuring the depth of the drill, and it appeared short at all sites. The doctor's assistant believes that the guide did not sit properly with the tissue flaps, and that this caused the depth discrepancies. No implants were placed, and all sites were grafted.